Event description:
During an in-clinic follow-up, the insertable cardiac monitor (icm) was interrogated and found to have reset. No known intervention was performed. The patient was in stable condition.